Manufacturer narrative:
Boston scientific received additional information. At a recent follow-up, noise was still observed on the ra lead. The noise was oversensed, resulting in pacing inhibition and inappropriate atrial tachy response (atr) episodes. All lead measurements were within normal range. Technical services discussed troubleshooting, but the clinician reported the patient had already gone home and they planned to investigate the ra lead at the upcoming device replacement. The patient's implantable cardioverter defibrillator (ICD) was later explanted and replaced with a pacemaker. At the procedure, the ra lead was surgically abandoned and replaced. The pace/sense portion of the chronic right ventricular (rv) defibrillation lead was used for rv pacing. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and transvenous atrial pacing lead exhibited noise during the implant procedure. The atrial pacing impedance was consistently >2000 ohms. A boston scientific crm technical services consultant discussed preinserting the hex wrench into the atrial setscrew before attempting to insert the lead; the physician did this and all issues were resolved. Boston scientific received new information 18 months later that the device exhibited noise on the atrial and shock channels. Technical serviced reviewed strips and discussed that the noise could be due to atrial seal plug damage, or an early atrial lead issue. It was noted that rhythm ID uses information from the atrial and shock channels to make therapy decisions, so to avoid inappropriate shocks, the situation does warrant further trouble shooting. Electro-magnetic interference (emi) was also considered; however, the patient had already left the clinic so the field representative could not ask what the patient was doing at the time of the episodes. No programming changes were made when the patient was in the clinic. The field representative later reported that the physician planned to continue monitoring the patient and noise issue. The device and leads remain in service without further complication. No adverse patient effects were reported.